Manufacturer narrative:
The exposed portion of the soft cannula was observed to flattened. Although the cannula was observed to be damaged, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. The data downloaded from the device did not show any signs of a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 288 mg/dl while wearing the pod less than 1 hour on the arm. For treatment, the patient gave correction boluses. The pod was leaking.